Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced intermittent audio output from the receiver and a hypoglycemic event on (B)(6) 2016. It was indicated that the patient had a missed low because the receiver did not alarm. The patient was sleeping when his wife noticed he was not responsive and called emergency medical services (ems). When ems arrived, they administered glucagon and the patient recovered. At the time of contact, the patient was fine. No additional event information was provided. The complaint device was returned for investigation. The receiver was determined to be in good condition based on external visual inspection. Global receiver functional testing resulted in no failures related to the complaint. Receiver log review did not find any errors related to the reported issue. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.